Event description:
Customer reported that the amount of insulin on the status screen does not match the units left in the reservoir. Customer also reported that the insulin pump is not alarming for low reservoir. Customer stated that when the reservoir is completely empty the insulin pump shows there re is about 4 units left. Customer was assisted; the status screen on the insulin pump showed 71.8 units and the reservoir has close to 70 units. Customer stated she has had a lot of low blood glucose levels recently. She changed her basal rate a week ago and is now having an occasional high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.